Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received indicating that the implant was taken out in the same surgery and there was no information or hint, that surgery had to be aborted. This event is no longer considered reportable based on the additional information provided.